Manufacturer narrative:
The device was not returned for eval and the lot number info was not available. Doctor does not relate event to solution nor contact lens wear. Based on all info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Pt presented with sore, swollen upper right eyelid. Doctor diagnosed pre-septal cellulitis and treated with oral antibiotics. Nine days later at follow up visit, pt fully resolved with no further treatment nor follow up required. Pt resumed contact lens wear. Doctor concluded this event was caused by exposure to bacteria possibly a head cold.